Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 61 indicating an external flash write error, after which the caregiver disconnected the pump and initiated back-up insulin therapy; the device was replaced and the user was instructed on shutdown, return, and restart procedures, with acknowledgment that data would not transfer to the replacement. Symptoms included abdominal pain, fatigue, and feeling unwell associated with prolonged hyperglycemia. Outcomes included sustained high glucose for approximately 6¿7 hours without hospitalization or professional medical intervention, with corrective doses of subcutaneous rapid-acting insulin administered and ketone testing performed per the caregiver¿s report. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.